Event description:
Revision surgery at about 1 month from primary surgery for infection, the pathogen has been identified as staphylococcus aureus. The surgeon performed a washout, revised the insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 december 2023: lot 2314695: 75 items manufactured and released on 20-jul-2023. Expiration date: 2028-07-05. No anomalies found related to the problem. To date, 39 items of the same lot have been sold without any similar reported event in the period of review.